Manufacturer narrative:
According to the site's robotics coordinator, the endowrist vessel sealer instrument was discarded by the site. Therefore, the instrument will not be returned to isi for evaluation and the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter claimed that the endowrist vessel sealer instrument was not sealing adequately. However, there is no allegation that the reported instrument issue caused or contributed to a patient injury. The customer reported complaint does not itself constitute a MDR reportable event; however, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the endowrist vessel sealer instrument was able to seal intermittently. The instrument was replaced with another endowrist vessel sealer instrument and the surgical procedure was completed. There was no allegation that a patient injury occurred as a result of the reported instrument issue. On 07/12/2016, an intuitive surgical, inc. (Isi) field service engineer (fse) contacted the site's system director for biomedical engineering. The system director reportedly checked with the site's or control desk and was informed that they were not aware of any issues with the da vinci surgical system or any of its components. According to the fse, the site was able to use an endowrist vessel sealer instrument on 06/30/2016 without any issues. In addition, the fse noted that there have been no further reported issues from the site. On 07/27/2016, the site's robotics coordinator contacted isi and provided the following information regarding the reported event: after the event occurred, the surgical staff discarded the endowrist vessel sealer instrument and an unspecified bipolar instrument was used as a replacement. The robotics coordinator indicated that there was no harm to the patient.